Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but procedure recordings were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted the unit did not display any software failure, yet it had a sensor failure. Functional testing found automatic registration analysis shows CT-to-body divergence in the right lobes. During the review of the procedure recordings video, an unusual movement of the catheter was observed near the target; the lg exhibited 360° movements. The analysis showed that the same pattern was displayed when presenting the gathered navigation samples in antenna coordinates. This unusual circular motion corresponds with a possible scenario of an intermediate malfunctioned catheter or catheter suite. It was reported that the patient had an extended hospital stay. The reported issue could not be confirmed. The most likely cause was not traced to the device. It was also reported that the system was inaccurate. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was system inaccuracy. The physician was able to complete the enb portion of the case, however, the patient experienced a pneumothorax and chest tube was required. This resulted to patient hospitalization.